Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell for an unk reason and became disconnected from the supply line of the homechoice set during therapy. The home pt then reconnected the fallen supply bag to the same supply line of the homechoice set and received the alarm. Baxter's tech service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.